Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump button was unresponsive. It was stated that the up and down buttons are hardly hard to press most of the time it was not responding. Troubleshooting was performed and buttons were unresponsive. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device had unresponsive all buttons, problem isolated to electrical board. Unable to perform displacement and self tests due to the keypad anomaly.